Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they got the stimulator because they had to go to the bathroom a lot. The reason for call was patient said they were woken up in the middle of the night on saturday morning with a return of symptoms. The patient said in the morning they used their control equipment to check their implant and saw the message: "internal device has lost all data see your clinician". The patient said the phone and the communicator seem to connect fine. The patient was redirected to their healthcare provider to further address the issue.